Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to broken traces on the keypad traces. No frozen screen noted. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, stained end cap sticker and stained address serial number label.

Event description:
It is reported by the patient that their insulin pump displayed a button error and was not displaying the screen. The patient's blood glucose level is 133mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.